Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted into the right femoral artery in a 68-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, and on multiple inotropes and vasopressors, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), there was bleeding around the sheath. Manual pressure applied. Physician added a purse string stitch. In addition, there was an unresolved high purge pressure (pp) alarm. No kinks observed. The purge cassette was changed. Tissue plasminogen activator (tpa) to be initiated. There was no noted interruption of flow or support for the patient. After three days, the device was removed with a bridge to a new impella cp. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-5 at 2.3l/min with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
B1 and h1: corrected to not reportable per additional information. B5: added additional information. H6: omitted f1903,f2303, a141102 and added f11.

Event description:
Clinical review: additional information was received that the high purge pressure alarm with possible clot ingestion, did not occur on this device.

Manufacturer narrative:
Updated information; d6b explant date updated.